Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. Date of event is an approximation. The patient experienced inaccurate cgm values 1 day after the sensor was inserted in the arm. On (B)(6) 2024, the cgm reading was 53 mg/dl despite of doing calibrations (no bg value reported). It was reported that the cgm kept on going off reading low stopping the insulin pump automatically and causing hyperglycemia. Around 8:00 - 8:30 am the patient decided to disconnect sensor through the app and removed the sensor, relying on finger prick (manual bg). The bg reading was 370 to 400 mg/dl in 5 to 10 minutes interval. On the same day, the patient restarted the insulin pump, resumed deliveries, and took 5 units of insulin through it at 8:45-9:00 am. At the time he was already feeling sick and nauseous. The patient went to the emergency room and was treated there with IV bags - fluids and some medication for the patient´s neuropathy as it got worsened. The patient was discharged after 7 to 8 hours. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.